Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine device follow-up check. Upon device interrogation, atrial lead noise was noted on stored electrograms but not reproducible with isometrics. No intervention was performed. Patient will continued to be monitored. Patient was stable.